Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory "ua02" (compression tracking error) error message was confirmed during archive data review but not during fuctional testing. The autopulse platform functioned as intended, and the reported advisory message was not replicated during testing. Based on the archive data files, the probable root cause for the observed error message was due to the size of the patient, too small and light in weight. No physical damage was observed during visual inspection. The autopulse platform passed the initial functional testing without any fault or error. The archive data review indicated ua02 error message, thus confirming the reported complaint. The archive revealed the take-up target and the (max load sum exceeded 37 lbs. Calculated [count/2.52/2.2=kilos]) confirmed the size of the patient/object is too small and light in weight during the take-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position due to size of patient or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that the patient and the lifeband are properly aligned, and press restart. Upon further testing, unrelated to the ua02 error, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed one compression and displayed user advisory "ua02" (compression tracking error) error message. The ua02 error could not be cleared and the customer performed manual CPR on the patient. After the call, the customer tested the autopulse platform on a manikin and still displayed ua02 error message. No consequences or impact to patient.